Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4), failure to follow steps/instructions, indication for use (femoral angiogram not taken, device used to close access site greater than 10fr). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second prostar xl is being filed under a separate medwatch report number.

Event description:
Subsequent to the initial medwatch report information received indicates that an attempt was made to perform needle-back down to remove the device from the patient, however it was unsuccessful.

Manufacturer narrative:
(B)(4). Analysis of the returned device found the interlock ear was not in the locked position and was turned approximately 45 degrees counter clockwise as received. There were clamp marks found on the coiled suture lumen and marker tube. The needle slots and suture ports appeared normal. The needles with sutures were exposed at the needle slots and this confirmed that the needle failed to backdown completely inside the sheath. There were multiple needle strike marks on the barrel face. Based on the investigation findings, the clamp marks found on the coiled suture lumen is an indication that a hemostat was applied before the needle deployment. Clamping the suture tube interfered with suture deployment and needle trajectory causing the needle to bend and strike the barrel face. Per the device instructions for use (IFU) under device placement and needle deployment states: do not clamp the suture lumen with a hemostat or other instrument, doing so will prevent the suture deployment. Based on the investigation findings, the reported event of while retracting the needles, they deflected outside the device is believed to be due to operational context. There does not appear to be a product quality issue. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the prostar xl device, attempted arteriotomy closure of a mildly tortuous common femoral artery (cfa) after an abdominal aortic aneurysm (aaa) procedure. Reportedly, while retracting the needles, the needles deflected outside the device. A cut down was performed to remove the device and achieve surgical closure. The patient lost 700 ml of blood and was transfused 2 units. Additionally, a prostar device was attempted in the opposite groin (cfa) with the same results, hemostasis was achieved surgically. A femoral angiogram was not taken prior to the procedure. The access site that was first attempted was described with no calcium, previously accessed, with some scarring. The procedural sheath size used was 22fr. There was no adverse patient sequela. Though requested, no additional information was provided.